Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed evidence of contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 06/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: during investigation, the pump powered on with a dim and discolored display. The keypad was removed and there was contamination found under all of the button contacts. Unrelated to these issues, investigation revealed that the keypad cover and the audio bolus button cover were torn. All of the keypad buttons and audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).